Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed. Lead insulation damage was suspected; however, x-ray images showed no anomalies. Provocative testing reproduced the oversensing episodes. The lead was capped and replaced to resolve the event with no adverse consequences to the patient. The patient was stable.